Event description:
On (B)(6) 2012, the reporter contacted animas reporting an intermittent power loss issue with the subject pump. The pump is reportedly shutting off and on randomly. The patient has not replaced the battery cap but claimed there was no visible damage to the battery cap or battery compartment. Patient also denied any signs of moisture in the pump. There was no allegation of harm or injury as a result of the reported power issue; however, this complaint is being reported because the alleged power issue was not resolved with troubleshooting with animas customer support. A replacement pump was sent to the patient.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up #1: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: the power complaint was verified in the history but could not be duplicated during the investigation. The black box shows evidence of power on resets. No damage was found to the battery compartment or returned battery cap. The returned battery cap was within width and height specifications, and able to fully tighten to the pump with no yellow o ring showing. The returned battery cap was used to exercised the pump for 24 hours, no power interruptions were duplicated during this time. No alarms related to the compliant are in the alarm history. Pump passed a battery cap functional test; no connection defects were found. To further investigate the pump cover was removed; no evidence of internal moisture or damage to the power circuit or battery flex was found.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.